Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Review of the log files show that blower failure alarm 316 was triggered for the first time after a power source change. During this time, blower temperature was in normal range. It is suspected that the power source change caused a power surge and affected the powerboard of the device. Oxygen gas path test shows that life block and inspiratory block and the powerboard was faulty. The unit was upgraded to the latest software. The defective parts were replaced and calibration went well.

Event description:
The customer reported that alarm 316 "blower failure" was active on this device. At this time, patient involvement is unknown.